Manufacturer narrative:
Additional information was requested on event but to date no further information was provided by the customer. The clso-7-7 device involved in this complaint was not returned to cirl for evaluation. The complaint was confirmed based on the customer¿s testimony. The root cause of this complaint cannot be conclusively determined, as the device was not returned to cirl for evaluation and limited information provided. Prior to distribution, all clso-7-7 devices are subject to visual inspection and functional checks to ensure device integrity. As per instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. IFU indicates potential complications can include perforation ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest..¿ the IFU also specifies that complications associated with biliary stent placement include stent migration ¿those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration instructions for use also states," the device should not be left in dwelling for more than three months or as directed by a physician. Periodic evaluation is recommended." A review of the manufacturing records for the clso-7-7 device could not be carried out as the lot number was not provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Plastic stent is placed. Perforation of the duodenum is noted after stent placement.